Event description:
Patient developed a seroma and a wound infection.

Manufacturer narrative:
The device is not available for evaluation and investigation. Without the actual sample or a lot number, a complete analysis cannot be conducted. Although requested, additional information was not received for this complaint. A review of lot history could not be conducted as no lot number was provided. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is mot likely due to other postoperative factors.